Event description:
The pt reported there is condensation in the cartridge compartment of his insulin infusion device. He stated he used a cotton swab to remove the excess moisture. The pt was sent courtesy cartridges. On follow up, the pt stated that everything was fine. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.